Manufacturer narrative:
The device was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the catheter. During analysis, a guidewire was inserted successfully through the catheter without any resistance and smooth movement through the lumen was felt. It was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. The no problem detected code was selected for the "guidewire stuck" allegation. The allegation was not confirmed, and no evidence or abnormalities were seen during the analysis that could have contributed to the reported issue. The quality control deficiency conclusion code was selected for the secondary finding of a failed guidewire lumen tip bond.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. A guidewire stuck issue occurred. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. A guidewire stuck issue occurred. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.